Event description:
It was reported that the catheters with the pink top was too sharp. The patient also stated that the doctor had suggested the patient to stop using the catheter to avoid the swelling. As per the additional information received on 17aug2020. It was reported that the patient had uti and wanted a right catheter. As per the additional information received on 19aug2020, the patient has not yet received treatment for the urinary tract infection. Also noted the urologist will be treated soon. 2 unused catheters available for return.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to ¿mandrels touching each other within the pallet.¿ the device used for the treatment, though it was unknown whether the device related to the reported event or met specifications. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters with the pink top was too sharp. The patient also stated that the doctor had suggested the patient to stop using the catheter to avoid the swelling. As per the additional information received on 17aug2020. It was reported that the patient had uti and wanted a right catheter. No medical intervention reported. As per the additional information received on 19aug2020, patient has not yet received treatment for the urinary tract infection. Noted with the urologist and will be treated soon. 2 unused catheters available for return, and address provided.